Event description:
Went to [redacted] pedi [pediatric] or to pick up patient post procedure. Patient was on peep 7 and asked for 100% oxygen from anesthesia. Patient placed on vent but vent failed to deliver oxygen to patient. Patient's saturation 60s. Returned to anesthesia vent and oxygen calibration performed on tv 100 #1 and it still did not work. Ventilator turned off and turned back on and then it worked after about 2 minutes. In the meantime, I called for another transport vent that was used to transport infant without incident. Tv 100 #1 pulled and returned to department. Supervisor made aware of situation along with charge rt [respiratory therapy]. Manufacturer response for transport ventilator, tv100 (per site reporter).